Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced pain at the ins site.  Sharp jolt like pain at times when they  moves feels jolt down left sciatic area. Will plan for generator revision in or. Will plan to obtain pelvic xrays to investigate evidence of lead migration. It was later  reported that the lead   migration/dislodgement      reprogrammed specify action: left on program 1 at 1.2 pw 180. Custom programs created.  Maging (x-ray, MRI, CT scan, etc) specify results: pelvic xray showed some migration of the lead date of test: (B)(6)2024 / diagnostic type: patient reported specify results: pain at ipg site date of test: (B)(6)2024 / diagnostic type: examination specify results: physical examination by provider to assess where pain was coming from. Date of test: (B)(6) 2024  explanted/replaced component: entire system action date: 12-nov-2024. The even is ongoing.